Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a tower door failed to open and states "user does not have permission to access this compartment". The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the tower door was failed to open. A technical support specialist performed knowledge article 000015405 "unable to assign/load with message sequence contains no matching elements" to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.